Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a direxion microcatheter in two pieces with the shelf box and a .016¿ guidewire in the lumen. Microscopic and visual examination revealed that the nickel shaft was separated 47.75cm from the strain relief and 23cm ¿ 33.5cm and 93.5cm ¿ 94cm from the tip. The inner lumen was detached/separated from the hub. There were numerous kinks in the inner lumen. The outer diameter (od) of the nickel shaft was measured with a calibrated laser micrometer. The maximum od meets the specification. There was evidence inside the hub that showed that the inner lumen was adhered to the inside of the hub and the separated ends appeared jagged/damaged, which indicates that the separations were due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter detachment occurred. The target lesion was located in the hepatic artery. A direxion hi-flo fathom-16 system was used. While trying to withdraw the catheter inside the patient, it was noted that the direxion became stuck. The device was completely removed from the patient and it appeared separated upon inspection. No patient complications reported and patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter detachment occurred. The target lesion was located in the hepatic artery. A direxion hi-flo fathom-16 system was used. While trying to withdraw the catheter inside the patient, it was noted that the direxion became stuck. The device was completely removed from the patient and it appeared separated upon inspection. No patient complications reported and patient's condition was fine.